Event description:
It has been reported that some knee gatch assemblies are leaking fluid onto the floor.

Manufacturer narrative:
The customer was unable to specify or quantify the number of stretchers leaking fluid onto the floor. Therefore, mdrs will be filed on all 32 stretchers alleging leaking, even if no fluid was present on the floor. Finally, the customer's maintenance staff repaired all the reported units and no parts were available for evaluation.